Event description:
Customer sent device in for repair with report of air-in-line error code and failed rate accuracy. No pt contact or harm reported and pt incident associated with reported issue.

Manufacturer narrative:
MFR's report date: 10/28/2010. (B)(4). This report was filed by the MFR. The reported air-in-line error code was not confirmed. The reported rate accuracy issue from the service dept was not confirmed or duplicated. A service level investigation and internal inspection of the device found residue on the occluder finger consistent with a fluid ingress condition. The rear case, bezel, upper torques finger and motor controller board were contaminated with an un-identified fluid residue. The lvp mechanism subassembly, rear case, motor controller board and right iui connector were replaced due to fluid ingress. The device was returned to the facility after passing all required service level testing. A review of the device history record showed that no other complaint has been received for this device. A review of the service database did not identify any outstanding issues. The root cause for the reported air-in-line error code was not identified. The root cause for the reported rate accuracy issue is unk.